Event description:
Customer reported: during use on a patient, a doctor confirmed the air leakage. Customer confirmed no fault was found during pre-test. The information provided suggest that extubation and reintubation of a replacement tube was required. Customer confirmed that no additional harm to the patient.

Manufacturer narrative:
Covidien cts reference # (B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis.